Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v012404, implanted: (B)(6) 2007, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) reported that the last time the patient was seen in the clinic was in 2010 and the electrode combinations of 0 <(>&<)> 2 and 0 <(>&<)> 3 showed impedances greater than 4,000 ohms. The manufacturer representative (rep) later reported that the patient had surgery for normal battery depletion on (B)(6) 2016. The old implantable neurostimulator (ins) was removed and a new ins was implanted. The chronic lead was inserted into the header block, but the impedances were not good. The old lead was removed and a new lead implanted to resolve the issue. There were no associated symptoms. The patient's indication(s) for use were urinary dysfunction and sacral nerve stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.